Manufacturer narrative:
Other, other text: other analysis no other analysis was performed mitigation. Mp trachy blu-tj100 rev. 008 blu/blus tracheostomy tubes manufacturing qp trachy blu-tj rev. 106 trachy blue line assembly and packaging. Rmp 1031 rev.001 ?risk management plan summary for blue line ultra / blue line ultra suction aid tracheostomy. Occurrence: cuff evacuation unit and fixture for place trachy tubes and following the procedure mp trachy blu-tj110 ?blu /blus tracheostomy tube - deflate and inspect?. Detection: production personnel performs a 100% inflation test and visual inspection. Quality inspectors takes a representative sample of the lot ensure that cuff is properly inflation. Quality visually inspects cannula can pass freely into and out of the tube and clip securely into place aql 1.0/g-I during prepackaging quality inspects cannula o.d is equal to tracheostomy tube i.d using visual aid pwi-10008027 as a reference aql 1.0/g-I root cause customer reported: per email: inner cannula ring of portex blue line ultra tracheostomy breaking off. Serial number and batch number of inner cannulas unknown. No root cause could be determined since the complaint was not confirmed due to the fact that no samples or pictures were received to perform a thorough investigation. Action taken: no corrective actions are required since the complaint was not confirmed.

Event description:
Sme signed off on investigation. No product was returned. Summary of engineering in h 10.

Event description:
Information received a smiths medical inner cannula ring of portex blue line ultra tracheostomy had broke off. No adverse patient events reported. Serial number and batch number of inner cannulas unknown.